Event description:
An operating room technician reported a pt had filmy vision after having a multifocal intraocular lens (iol) implanted. The lens was exchanged for a monofocal intraocular lens. In a follow up the surgeon reported the cause of the event was unknown, and the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the lens was returned and haptic and optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The viscoelastic indicated is not approved for use with the qualified cartridge combinations for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The focal length and resolution were within specifications. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 09/16/2013. (B)(4).